Manufacturer narrative:
Common name: nio stent, iliac.

Event description:
Koethe et al 2019: (zilver 635 vascular self-expanding stent) "overdilation of a 6-mm self-expanding stent with a 10-mm balloon-expandable stent graft preserves failing meso-rex bypass" as reported to customer relations: a (B)(6)-year-old boy (122 cm; (B)(6) kg) with liver failure related to cystic fibrosis underwent en bloc liver and pancreas transplantation. Ehpvo occurred in the immediate postoperative period. An mrb was created by using an iliac vein from a deceased (B)(6)-year-old donor. Within 9 months, the patient presented with esophageal variceal bleeding. Ultrasonography (us) demonstrated severe mrb stenosis. Percutaneous transhepatic balloon angioplasty to 5 mm was performed (mustang, boston scientific, (B)(4)). Due to persistent stenosis of the mrb, which measured a maximum of 3mm in diameter, 2 overlapping 40-6-mm self-expanding nitinol stents (zilver 635 vascular self-expanding stent, cook medical, (B)(4)) were placed, resulting in a patent mrb and a resolution of bleeding. Eight years after the stent placement, the patient presented with melena and a hemoglobin concentration of 5.2 g/dl. Computed tomography (CT) and us revealed a thrombosed mrb and varices. Subsequently, endoscopy and flexible sigmoidoscopy showed grade 1 esophageal varices and a superficial gastric ulcer with no definite source of bleeding. With the intention of overexpanding the indwelling 6-mm self-expanding stents, a benchtop experiment was performed in which a 10-mm balloon-expandable stent graft successfully overdilated due to clinical concern for variceal hemorrhage, mrb recanalization was performed in the interventional radiology suite. Percutaneous transhepatic portal access was obtained, and the occlusion traversed. Superior mesenteric venography opacified varices, bypassing the occluded mrb. Rheolytic thrombectomy (angiojet zelantedvt, boston scientific, (B)(4)) and balloon maceration to 7mm restored hepatopetal flow through the mrb. However, persistent opacification of mesenteric venous collaterals suggested that the 6-mm bypass diameter was insufficient to accommodate mesenteric inflow. Us for continued melena on the following day revealed that the mrb had thrombosed. With the intention of overexpanding the indwelling 6-mm self-expanding stents, a benchtop experiment was performed in which a 10-mm balloon-expandable stent graft success-fully overdilated a 6-mm self-expanding stent (fig 1). Percutaneous transhepatic access to the left portal vein was obtained, and a 23-cm 8-f sheath was placed (brite-tip, cardinal health, (B)(4)). Portography demonstrated an occluded mrb with collateral venous opacification (fig 2). The mrb was recanalized using a 5-f catheter (sos omni, angiodynamics, (B)(4)) and a 0.035-inch guidewire (glidewire, terumo, (B)(4)). Patency was restored with rheolytic throm-bectomy. Two 10-59mm balloon-expandable stent grafts (viabahn vbx balloon-expandable endoprosthesis, gore, (B)(4)) were then deployed to span from the inferior aspect of the mrb to the hepatic anastomosis and dilated to 10mm. A venogram revealed antegrade flow through the mrb and resolution of variceal opacification (fig 2). The transhepatic access track was embolized using gelatin sponge pledgets (gelfoam, pfizer, (B)(4)) and coils (nester, cook medical) during sheath removal.